Event description:
The duett sealing device was deployed following a diagnostic catheterization procedure (via 6f sheath, right common femoral artery). Immediately following the duett deployment, the pt's distal pedal pulses were absent and the leg became mottled. The pt was sent to surgery for a surgical thrombectomy. The pt's symptoms resolved completely with no further complaints.